Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in patients body, patient will likely be required to undergo revision surgery. Update: (B)(4) 2011 - the sales rep reported the left hip revision surgery. The patient was revised to address hip pain. Update: (B)(4) 2012 - medical records were received. There was corrosion at the trunion-taper level; however, neither the stem nor the srom sleeve were removed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Z-1749/1816-2011